Manufacturer narrative:
(B)(4). DHR file is not available for review as a valid lot # was not reported as part of this complaint. A section of the IFU will be referenced as part of this investigation report. The IFU states, "attach the luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter". The complaint investigation sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The nurse attempted to remove the tibial io with a syringe and was unsuccessful. Other means and devices were used to remove the io and the plastic portion of the io broke off leaving the needle in place. Several more attempts were made to remove the needle portion of the io, but attempts were unsuccessful. ICU called the orthopedic department to take a look. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The nurse attempted to remove the tibial io with a syringe and was unsuccessful. Other means and devices were used to remove the io and the plastic portion of the io broke off leaving the needle in place. Several more attempts were made to remove the needle portion of the io, but attempts were unsuccessful. ICU called the orthopedic department to take a look. The patient's condition is unknown at this time.